Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and high pacing impedance measurements. The lead was explanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). The lead is currently in analysis and this report will be updated...

Manufacturer narrative:
(B)(4). This lead was returned severed 189 mm from the terminal pin, two segments were returned totaling 642 mm. Visual inspection could not confirm the allegation. Due to the condition of the lead, no other testing could be performed. Therefore, the clinical observation of noise and high pacing impedance measurements could not be confirmed.